Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection. Visual analysis of the returned sample revealed reddish material and a hole in the pebax, internal parts are exposed. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. This product issue will be addressed through bwi¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Regarding the visual finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. It was initially reported by the customer that the casing of the catheter tip had blood inside. The physician tried wiping it away but was unsuccessful. The thermocool® smart touch® sf bi-directional navigation catheter was exchanged to continue the case. There was no patient consequence. There was no difficulty maneuvering the sheath. The doctor finished afib ablation and was going to do a cavotricuspid ishmus (cti) line and inspected the catheter before ablation. That is how he discovered the blood on the tip of the catheter. The pebax seemed to be intact. The customer¿s reported blood in the pebax was not MDR reportable since there was no indication from the customer that the integrity of the device was compromised. On (B)(6) 2021, the catheter was inspected by the bwi pal and a reddish material and a hole were found in the pebax; internal parts are exposed. These findings were reviewed and it was determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device is compromised.